Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated the numbers on their keypad was scrolling. Customer's blood glucose was 237 mg/dl. The customer's mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected ramping of numbers noted. Intermittent button response(act button) due to corroded keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker and stained address/serial number label.